Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. More information requested to the reporter. Investigation still in progress. Conclusion not yet available. Device not returned.

Event description:
Mobi-c p&f us: implant was crooked during insertion. According to the reporter: mobi-c implant became slightly crooked upon removal of insertion device. It was determined that using a new implant would be the best. Implant didn't look right so surgeon took it out and used a different size. No harm to the patient. Delay inferior to 30 min. Sale order received and showed that there is no difference between size of the first and second implant. More information asked to the reporter. Update received from reporter on january 29th 2019 : it was when the sheath was being removed that the implant shifted. Information not clear, more information requested. Additional information received on february 28th 2019 : the implant had been taken out of the box, put on the inserter, and placed in between the vertebral bodies. While trying to remove the plastic sheaths around the implant it became shifted and the surgeon felt it was crooked and needed to be replaced. The reason of the surgeon choice for the use of another size of implant was not provided despite the request made.

Manufacturer narrative:
This medwatch is submitted to communicate the investigation conclusion. Device was never received by manufacturer for examination. The review of the device history records and tracebility shows no evidence on a device issue that may have an impact on this case . The likely hypothesis of the issue is that the surgeon did a rotational movement that can explain that the device have been damaged while removing the peek. Indded , as mentioned in the st - step 11 : during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly. In addition , the tech op step 14 : give the instruction to follow during peek cartidge removal. Severals attempts were made however no clarification were provided to validate this conclusion . Based on the available input the exact root cause remain undetermined . If additional information was received that add a value on this case conclusion, another report will be sent . Device not returned to manufacturer.

Event description:
Mobi-c p&f us : implant was crooked during insertion. According to the reporter : mobi-c implant became slightly crooked upon removal of insertion device. It was determined that using a new implant would be the best. Implant didn't look right so surgeon took it out and used a different size. No harm to the patient. Delay inferior to 30 min. Sale order received and showed that there is no difference between size of the first and second implant. More information asked to the reporter. Additional information received on february 28th 2019 : the implant had been taken out of the box, put on the inserter, and placed in between the vertebral bodies. While trying to remove the plastic sheeths around the implant it became shifted and the surgeon felt it was crooked and needed to be replaced. The reason of the surgeon choice for the use of another size of implant was not provided despites the request made.